Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture. This type of damage is consistent with repeated stress over time. The reported helix was extended but unable to retract and the end of the lead was broken off or separated from the coil is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead was attempted but unsuccessful implant as it was moved multiple times and on approximately the fifth helix extension. The end of the lead was broken off or separated from the coil and the helix was extended but unable to retract. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was attempted but unsuccessful implant as it was moved multiple times and on approximately the fifth helix extension. The end of the lead was broken off or separated from the coil and the helix was extended but unable to retract. The lead was never in service. No adverse patient effects were reported.